Manufacturer narrative:
Although originally said to be available, the complaint sample was not returned for physical evaluation. However, a visual examination of provided photos was able to confirm the reported failure. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can still occur in very few cases. A review of the device history records (DHR) revealed there was no indication of any relationship with the reported failure mode. All products were found to be conforming to specifications. Based on the available information, the reported complaint was able to be confirmed.

Event description:
Additional information was received confirming that the leak was internal. There was no visible damage noted on the dialyzer. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
Additional information: a3, a4, b5, d9, g2, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was received confirming that the leak was internal. There was no visible damage noted on the dialyzer. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred ten minutes into a patient¿s continuous renal replacement therapy (crrt). Blood was reportedly ¿coming out of the filter¿. The leak was described as a rupture of the dialyzer capillaries. The machine alarmed appropriately with a blood leak alarm. To resolve the issue, the disposable supplies were changed. The patient's estimated blood loss (ebl) was reported to be 50 ml or less. There was no reported patient injury, and medical intervention was not required.